Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d6b, h6.

Event description:
Patient reported right side "chronic" breast pain, capsular contracture baker grade iii and implant exchange. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported right side "chronic" breast pain, capsular contracture baker grade iii and implant exchange. Physician later reported baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observed. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture, baker grade iii/IV with "chronic" breast pain. The device has been explanted.